Manufacturer narrative:
Part number unknown as battery was melted. One cadd® ambulatory pump accessory (rechargeable battery) was returned for analysis. The customer's reported problem was "per phone call with customer: charged pump with rechargeable battery inside for 10 days as recommended by smiths medical. After taking pump off of charge and powering down, found that the battery had melted inside. It is now fused to the inside of the pump and it looks like there was a fire". The reported problem was verified. The rechargeable battery was melted inside the battery compartment, after it was removed the rechargeable had the most damage. There is some minimal damage to the inside of the battery compartment. The battery compartment and door was replaced. The rechargeable battery was disposed of. Who caused the problem was found to be the user. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found. See MFR 3012307300-2018-01866 for documenting the pump. This report documents the battery.

Event description:
It was reported per a phone call with a customer that a pump was charged with the cadd® ambulatory pump accessory, a rechargable battery, inside of the pump for 10 days as recommended by smiths medical. After taking pump off of charge and powering down, found that the battery had melted inside. It is now fused to the inside of the pump and it looks like there was a fire. There was no patient or clinician injury associated with this occurrence.

Manufacturer narrative:
The rechargeable battery was returned for analysis melted inside the battery compartment. After it was removed the rechargeable battery had the most damage. The reported issue was verified. The rechargeable battery will be disposed of.